Manufacturer narrative:
An ocd field engineer visited the site, adjusted the reader camera and read the new reference card to return the instrument to expected operation. The customer ran controls and obtained acceptable results. This customer has not logged any similar complaints against this analyzer since this incident. Incident is isolated. (B) (4)

Event description:
The customer reported that the ortho provue analyzer interpreted a weakly positive reaction as negative. Visual inspection of the processed gel cards showed the reactions were weakly positive. The customer indicated that testing was performed on (B) (6) 2009. No erroneous results were reported. False negative test results can lead to transfusion of incompatible blood.